Manufacturer narrative:
Clinical conclusion: while a temporal relationship exists between ccpd treatment with the liberty cycler and the patient¿s hospitalization for weakness; there is no documentation or indication that the liberty cycler caused or contributed to the event. Due to lack of enough information no conclusion can be made as to what exactly led to the patient¿s weakness. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis patient cancelled peritoneal dialysis and went to the hospital with general weakness. Follow up with the peritoneal dialysis nurse indicates that the patient was admitted to the hospital and was still recovering. There was no allegation of a malfunction contributing to the hospitalization. Additional information was solicited.